Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the level sensor to a level detect module that was connected to a system 1 simulator and attached a water reservoir to the level sensor's sensing head. Immediately, "disconnected" alarms were displayed on the central control monitor (ccm). Upon visual inspection of the sensor head, excessive wear was found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the yellow level sensor was not working. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) went to the customer site to perform scheduled preventative maintenance (pm). The level sensor had been removed from the site per the account manager. The fsr delivered a replacement alert sensor.